Event description:
The physician reported to merz aesthetics that pt was injected with radiesse voice in (B)(6) 2012, then developed diffuse, severe itchiness and his wife noticed hives on his chest. She immediately returned him to the office. While he had no respiratory noise, his voice had become low-pitched and rough. Examination revealed mild tachycardia with normal blood pressure, diffuse urticaria, and marked facial erythema and edema. His eyelids had swollen shut. An allergy specialist within the same department was consulted and a diagnosis of anaphylaxis was made. After placing the pt in a recumbent position, 0.3 milligrams of epinephrine (1:1000) was given intramuscularly in addition to supplemental oxygen. His vital signs remained stable and his urticaria started to improve. He was transferred to the emergency department where he rec'd intravenous hydration, diphenhydramine, dexamethasone, and continued observation for a late-phase reaction. His symptoms resolved after six hrs and he was discharged with no further complications.